Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the difficulty grasping and single leaflet device attachment (slda) appear to be related to patient morphology/pathology. The patient effect of mitral valve injury (tissue damage), as listed in the as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported patient effect of tissue damage appears to be related to procedural conditions due to the slda of the clip; however, a cause for the ventricular tachycardia could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip detached from the anterior leaflet, and remained attached to the posterior leaflet, resulting in unchanged mr and suspected leaflet damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and challenging anatomy. This was a hospice patient. After some discussion, it was decided to attempt the procedure as it was a last effort to save the patient. The first clip delivery system (cds) was advanced to the mitral valve leaflets. Multiple grasping attempts were performed unsuccessfully. The clip was inverted and repositioned several times, and moved more medial to the border at a2-p2. At this point, the grasp was easily made and the clip was deployed, reducing the mr to 3. Deployment steps were started. The physician was going to wait 1 minute before removing the gripper line; however, at 45 seconds, there was a lot of movement in the clip. The clip detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). The patient experienced ventricular tachycardia and was defibrillated 3 times. Medication was given. A surgeon was consulted to perform tricuspid and mitral surgery, but he declined. The gripper lines were removed and the clip was left in place. The posterior mitral leaflet had a different appearance than normal, and the physician suspected a leaflet tear. After one hour the clip was still in place. The patient was transferred back to hospice in the hospital. No additional information was provided.